Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, during the most recent occurrence on (B)(6) 2016, the cartridge was filled with 250 units of room temperature insulin. During the call with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. The customer reported blood glucose levels have not been impacted by the event (approximately 150 mg/dl).